Manufacturer narrative:
One 5.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture eyelet. Dimensional analysis of the anchor found it met print specifications. With the limited clinical details regarding patient bone quality and procedure being performed, a root cause cannot be determined. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during application of the anchor, it broke. The hole was prepared with the 3,8 mm awl. No patient injuries and minor delay were reported. A backup was used to complete the procedure.